Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. The customer experienced diabetic ketoacidosis (dka) and blood glucose over 400 mg/dl. The customer went to the emergency room (ER) and was treated with insulin injections and intravenous (IV) fluids. Customer was subsequently admitted to the hospital and treated with additional insulin injections and IV fluids. The customer reported an increase in neuropathy in the feet. The customer was discharged 3-4 days later. System check was performed with tandem technical support and a low power alert was identified. Reportedly, the customer continued to use the pump for insulin therapy.